Event description:
The customer reported intermittent touch screen issue; touch screen accuracy issue; touch screen calibration failed. The customer reported there was patient involvement and no patient harm.